Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the extension set is placed onto a sterile field and when the set is connected to the mating product, the male spin collar breaks apart and on occasion the male luer tip breaks off. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the male luer on the extension set broke while in use on a patient. No patient harm reported.

Manufacturer narrative:
The customer¿s report of ¿male luer broke during use¿ was not confirmed. Visual inspection found no breaks or cracks on the male luer. Functional and pressure testing also found no anomalies with the returned set. The root cause of the ¿male luer broke during use¿ was not identified.